Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged blank display found on (B)(6) 2021. The insulin pump passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test. Device unable to pass self test due to corrosion to harness vibrator assembly. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms or alerts noted during testing, however, low battery alert on the event date (B)(6) 2021 at the time 19:00:00, event date (B)(6) 2021 at the time 04:14:00 and event date (B)(6) 2021 at the time 22:16:00 were found in the history files. Insulin pump was cut open to perform visual inspection and found moisture damage on electrical board 1, force sensor and harness vibrator assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, pillowing overlay, stained overlay and scratched case. Customer allegations of blank display not confirmed, however, low battery alerts in the history files were found within a week. Moisture damage on electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level was 600 mg/dl. Insulin pump was not working at all. Customer stated that the issue did not resolved after receiving a new battery cap. Display did not returned after insulin pump restart. It was unknown if insulin pump was on auto mode. The insulin pump will be returned for analysis.